Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that his blood glucose level dropped to 46 mg/dl. He treated his low blood glucose levels with glucose tablets and food. The customer's mother was concerned about someone potentially hacking into her son's insulin pump. The device was not returned.